Manufacturer narrative:
Follow-up #1 03/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2012 with the following findings: the keypad buttons were found to be intermittently responding to presses and requiring excessive force to activate. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow, down arrow and ok keypad buttons were intermittently responsive and required several button presses in order to elicit a response. She stated that the issue has been occurring for the past week. The patient claimed that all deliveries and programming were correct on the pump. There was no indication of a damaged keypad. The patient reportedly wore the pump attached to a belt and did not clean the pump.